Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 45, 48, to 66 mg/dl at the time of the incident. The customer was at 206 mg/dl at the time of the call. The customer used food to treat. The customer almost had a car accident during the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer treated that days high with the pump. The customer reported sensor issues such as lost sensor alarms, sensor glucose versus blood glucose differences, and calibration errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no blood glucose of 66mg/dl on (B)(6) 2018. Customer almost had a boating accident.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unit communicated properly with the glucose sensor simulator and the minilink transmitter. The test value of 180 mg/dl was properly listed on the pump sensor graph screen. No lost sensor alarm, calibration error alarm or calibration anomaly noted. Device uploaded properly using carelink. Device had cracked reservoir tube lip.(B)(4).